Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the foot control device did not stop. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: please note that in addition to the failures included in the previous supplemental report, additional failures have been added. Upon further investigation, it was noted that the device cable was damaged, the base was missing. Base plate rusted, non-original parts installed. It was reported that repairs were attempted by a third party. This information does not change the assignable root cause of unauthorized repair (improper maintenance). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the cable/cord/wiring was damaged. It was further determined that the device failed pretest for reverse to forward direction control on the foot pedal, and forward to reverse direction control on the foot pedal. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to an unauthorized repair (improper maintenance), which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.